Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported incomplete coaptation appears to be due to patient anatomy. The reported mr, tissue injury and dyspnea appear to be cascading effects of the reported incomplete coaptation. Additionally, the reported patient effects of mr, dyspnea and tissue injury are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and flail. A mitraclip xtw was implanted without issues, reducing the mr to a grade of 1. On (B)(6) 2024, the patient presented with shortness of breath. An echocardiogram was performed and revealed recurrent mr with grade 4, a tear in the posterior leaflet, and that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2024, a secondary mitraclip procedure was performed. To reduce the mr and stabilize the slda clip, a mitraclip xtw was implanted without issues, reducing the mr from a grade of 4 to a grade of 2.